Manufacturer narrative:
H10 h2, h11: additional and corrected information on d4.

Manufacturer narrative:
Initial reporters, address line1: (B)(6).

Manufacturer narrative:
H3,h6: one 72201661 elite premium rasp knife used for treatment but was not returned for evaluation. This is a four year old reusable instrument. IFU confirms instructions, precautionary statements and recommendations for proper use of product. Pressure or excess torque was applied causing bending and bowing of the paddle arm. The arm eventually snapped off where it meets the handle. Instrument tips may inadvertently be twisted or caught on other instruments or the basket during cleaning. This can lead to compromised strength. Per IFU 1060355: ¿these instruments are designed for repeated use with proper care and handling. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿

Manufacturer narrative:
H10: h3, h6: the reported knife rasp, intended for use in treatment, was not be returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. The information provided, ¿the device broke during use¿. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that the device broke during the procedure. All the pieces were removed from the patient. It is unknown if there was a delay or back up available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.